Event description:
It was reported that this right ventricular (rv) lead was fractured, and exhibited high out of range impedance measurements above 2500 ohms. During revision procedure, the physician decided to leave the previous system abandoned and implanted a new system. Technical services (ts) was consulted and provided different programming options. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was fractured, and exhibited high out of range impedance measurements above 2500 ohms. During revision procedure, the physician decided to leave the previous system abandoned and implanted a new system. Technical services (ts) was consulted and provided different programming options. No additional adverse patient effects were reported. Additional information was received and this rv lead had also exhibited an increase in pacing thresholds. No additional adverse patient effects were reported.